Manufacturer narrative:
Insulin pump received with a cracked case across battery tube and at the corner of belt clip rails. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that insulin pump screen was cracked and exposed to moisture. The customer¿s blood glucose level was 118 mg/dl at the time of incident. The customer also stated that the insulin pump was cracked at the back. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.